Event description:
In 2006, the patient was implanted with an orthofix veronail trochanteric titanium nail to treat a femoral fracture (classified as 31a.2.1). Two proximal neck screws were inserted in the convergent configuration. Patient was subjected to monthly follow-up visits (x-rays were taken). Two months later, the patient felt a sudden hip pain preventing her from weight-bearing. X-rays taken evidenced a neck screw "cutout" of the tip of the bone screw. A new surgery was performed in 2006 during which it was noted that the fracture had healed. Therefore the nail was removed and no further action taken. At present, patient is recovering.

Manufacturer narrative:
Evaluations of x-rays by orthofix medical advisor and design dept revealed no damage of the femoral neck following protrusion of the screws, but did reveal an incorrect choice of screw type. Orthofix leaflet (pq tns) and veronail operative technique state that "when proximal locking screws cross the fracture line, cephalic screws in the parallel configuration must be used." Therefore, the convergent configuration should not have been applied in this patient due to the fracture type. Furthermore, sliding screws should have been applied in fractures classified as 31.a.1 and 32.a.2. On the basis of the above, the issue occurred is attributable to the inappropriate choice of configuration and screws for this case.